Manufacturer narrative:
The customer stated that all the test strips have been used. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs plus meter compared to an unknown laboratory method. The meter serial number was requested but was not provided. On (B)(6) 2019 the meter result was 4.9 inr and within 7 hours the laboratory result was 3.7 inr. On either (B)(6) 2019 or (B)(6) 2019 the meter result was 4.7 inr and within 7 hours the laboratory result was 3.6 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The results in question were reported to the medical personnel treating the patient. The laboratory results were deemed to be correct.